Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. The customer treated high blood glucose level with injections. The customer also reported that the insulin pump had insulin flow block alarm and it was resolved by complete set change. The customer also reported that the cannula was bent. It was unknown if the insulin pump was on auto mode at the time of the incident and they declined troubleshooting for high blood glucose level and bent cannula. The insulin pump will not be returned for analysis.